Manufacturer narrative:
Additional information: h3, h6. H10: the device was received for evaluation. A visual inspection performed with the naked eye noted that the occluder foot was broken on the main body. The reported issue was verified. The cause of the broken occluder foot could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a titanium transfer set was broken. The set was in use for 120 days. This was identified during use of the device at the patient's home. There was no report of patient injury or medical intervention associated with this event. No additional information is available.